Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. Two returned samples were carefully removed from polybag and visually inspected. Visual examination were conducted and observed that on the both samples were full with encrustation. Attempt to inflate the balloon on 1st sample with air via an empty syringe was easy and smooth. However, balloon was not able to stay inflated. Attempt to inflate the balloon on 2nd sample with air via an empty syringe was also easy and smooth. However, balloon was not able to inflate at all because the air was escaping through a small cut on balloon surface. In our standard operating procedure the raw balloons were subjected to 100% visual inspection. Defective raw balloon will be culled out before sent to the next process. Leak balloon/cuff may occur due to various reasons such as in contact with sharp or pointed objects or exposure to encrustation which cause leak to the balloon. Based on this investigation, the balloons may have been exposed to encrustation since the other remarks: encrustation was visible on drainage lumen wall which causes lot of scratch and lead to leak of the balloon and therefore complaint is not confirmed.

Event description:
The balloon of the foley catheter deflated after placement. The incident happened two times in the same patient. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The balloon of the foley catheter deflated after placement. The incident happened two times in the same patient. The patient's condition is unknown at this time.